Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (model zxt150, +13.0 diopter) was explanted in a secondary procedure from patient's left eye because of patient's non-specified dysphotopsia. A non-amo intraocular lens with +14.5 diopter was implanted as replacement lens for the patient. There were no complications reported and the patient was doing fine post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/21/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a jar with fluid. Visual inspection was performed; the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.